Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the same persistent error message as cassette not attached properly. The reattach cassette error continues to appear even after the cassette was removed and the latch was closed. Additionally, the interior battery door latch compartment was damaged, and the screen was slightly scratched. There was no patient involvement.

Manufacturer narrative:
D9: product received date 9/3/2025. H3/h6: one device was returned for analysis of complaint of cassette not attached properly. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log found cassette not attached properly. Visual and functional testing was performed. Complaint was not confirmed with occlusion and cassette testing. Probable cause was unknown.